Manufacturer narrative:
The customer's complaint of a leak during patient use could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while attached to the patient, the set came apart at the stopcock and leaked. There was no patient harm.